Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. It also states that the tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer received a message to change the cartridge; however, the customer felt there should enough insulin in the cartridge to continue using it. The customer fills the cartridge with cold insulin. Additionally, humalog insulin was being used in the cartridge, and customer reported changing the cartridge every 3-5 days. Recommendation was made by tandem technical support to use room temperature insulin, and to change the supplies every 2 days per labeling instructions. Subsequently, the customer reported that the cartridges are filled "all the way". The customer declined further troubleshooting, and was recommended to call tandem technical support during the next supply change. There was no impact to the customer's blood glucose level.